Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately (B)(6). Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient recently returned for a routine follow up and the CT demonstrated that the stent graft has migrated distally 4 cm into the aneurysm sac with a type I endoleak present. The aortic neck currently measures 29 mm in diameter at the renal arteries and it is 2.5 cm in length. The aneurysm is 6 cm in diameter. The stent graft migration was attributed to disease progression with aortic neck dilatation. A 32x70 endurant aortic cuff was implanted and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).